Event description:
It was reported that a young man was implanted with a spectra device about a year ago. It was indicated that "he felt movement in it (his penis) a few months ago and requested replacement". The pt felt "clicking" and noted it bent "unpredictably." On opening the pt's corpora, the physician found one of the cylinders "in pieces." The other cylinder was "intact but its coating completely split."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.